Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in airway from device related to a CPAP device's sound abatement foam. Patient alleged headaches, sinus pressure, coughing, experiencing heaviness and shortness of breath. It was also alleged that the device was noisy. There was no report of serious patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b7 added based upon additional information. Section h6 health effect - clinical code corrected which was missed in previous report. Section h6 health effect - clinical code, investigation findings, investigation conclusions updated in this report.